Manufacturer narrative:
Investigation summary: a specific cause for the reported infection and a direct correlation to heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the hmii lvas patient handbook also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline infection onset was reported under medwatch MFR report #2916596-2018-05550. Approximate age of device ¿ 5. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent driveline incision and drainage (I&d) on (B)(6) 2018. The infection onset was in (B)(6) 2018.